Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported the patient had an abdominal surgery where they cut her catheter. The hcp went in and replaced the pump segment and reconnected the catheter. There were no environmental, external, or patient factors that may have led to or contributed to the issue. A dye study confirmed functioning of the catheter after surgery. The issue was resolved at time of report. The patient's weight and medical history were asked, but unknown. The patient's status at time of report was alive - no injury. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780. Serial#: (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2022. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that after the abdominal surgery on (B)(6), the patient's intrathecal pump migrated; she was having a difficult time even locating her pump when trying to utilize her bolus. She experienced symptoms such as excessive sweating, drowsiness, blurry vision, uncontrollable pain as well as hot/cold flashes, redness and swelling at the pump site, pus and a substantial amount of clear fluid at her abdominoplasty incision site and experienced balance issues.following this, it was discussed that the sutures keeping the pump in place may have dissolved. A pump revision was planned for on (B)(6) 2022 but unable to be performed due to a fibrous hematoma covering the entirety of the pump. However, during surgery her pump appeared well in place. Labs were ordered and an infection was ruled out. She underwent abdominal reexploration surgery by her plastic surgeon in which it was discovered her catheter was completely disconnected from the pump. Because of this along with other symptoms such as spinal headaches and throwing up, she was scheduled for pump segment catheter revision on (B)(6) 2022. Additional information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (unknown concentration or dose) via an implantable pump for unknown indications for use. It was reported that the patient's pump pocket was hot and tender to the touch. It was unknown if there were any factors that may have led or contributed to the issue. The pump and catheter were explanted because infection was suspected at the pump pocket. The issue was resolved at the time of report. The patient's weight was asked but unknown. The patient's medical history included chronic pain. The patient's status at the time of report was listed as "alive - no injury".

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via clinical study indicated that after the catheter revision surgery the drain tube fell out which caused bubbling from the wound, it also scabbed and re-opened, had swelling, drainage and blackness on the site.